Event description:
It was reported that the patient had twiddler's syndrome and swelling was noted around the device. The right ventricular pacing lead did not capture, and the system was extracted due to pocket erosion. The system was replaced a few days later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. The distal conductor of the lead became extrinsically fractured due to pulling/stretching/overstress, visual summary analysis of the lead indicated apparent explant damage, and visual summary analysis of the lead indicated stretching.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): d274drg implantable cardioverter defibrillator 2009-(B)(6); 5524m-53 implantable pacing lead 1993-(B)(6); 6945-58 implantable tachy lead 1999-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.